Event description:
The physician was using a blue rhino dilator to place a new tracheostomy. The physician stated that the white flexible tubing that goes through the dilator did not stop at the normal stopping point which caused the wire to be pushed out. This put the patient at risk for losing a airway. Patient's saturations dropped to 70%.